Manufacturer narrative:
The device is not available for return. Investigation is ongoing.

Manufacturer narrative:
As the affected device was not returned to edwards lifesciences for evaluation, the investigation was limited to review of DHR, review of lot history, review of the complaint database for similar complaints, review of physician training and the IFU for the edwards sapien 3 with commander delivery system, manufacturing mitigations and root cause. The most relevant work orders for the failure mode reported in this complaint were reviewed and did not reveal any manufacturing related issues that could have contributed to this complaint. Review of the work order did not reveal any additional complaints for ¿balloon ¿ leakage¿. A review of complaint history from november 2015 to october 2016 for 26 mm commander delivery system (models: 9600lds26, 9600lds26a, 9600lds26j, and 9610tf26) revealed other returned complaints for the complaint code ¿balloon - leakage¿. Review of complaint history revealed that the occurrence rate for trending category ¿leakage¿ for commander delivery system did not exceed the (B)(6) 2016 control limits. The training materials do not provide guidance regarding trans-septal access. The sapien3 thv is not indicated for use in the mitral position or valve-in-valve use in (B)(6) at this time. No IFU/training manual deficiencies were identified. During inflation balloon manufacturing, the balloon is s inspected for potential defects. The balloon wall thickness is also 100% inspected. During crimp balloon manufacturing, the crimp balloon was 100% inspected for potential defects. Crimp balloons were also 100% dimensionally inspected for length, ID, and double wall thickness. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. These inspections make it unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. Due to the device not being returned and no imagery being provided, the complaint for ¿balloon ¿ leakage¿ was unable to be confirmed. Review of lot history and manufacturing mitigations does not indicate any potential manufacturing non-conformances contributed to the complaint event. The cer describes the procedure as valve-in-valve for the mitral position, using a trans-septal approach. At this time, the trans-septal approach and mitral valve-in-valve placement of the thv are not indicated for the sapien3 thv and commander delivery system. Per the cer, crossing of the septum was difficult and, ¿a lot of device manipulation was required¿. It is possible that this manipulation contributed to balloon damage, resulting in the observed leakage. Although a definitive root cause cannot be identified, it is likely that procedural factors (trans-septal access) contributed to the complaint. Since no manufacturing non-conformances, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Since no manufacturing non-conformances were able to be identified and the occurrence rate does not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required. Due to the device not being returned for evaluation, the complaint for ¿balloon - leakage¿ could not be confirmed. No labeling inadequacies were identified. Review of complaint history revealed that the occurrence rate does not exceed control limits for the trending category of ¿leakage¿. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), at the implant of a 26 mm sapien 3 valve by transeptal approach, a valve in valve in a non-edwards valve in mitral position, the commander delivery system was used. After crossing the septum and positioning the valve, it appeared that the balloon was perforated, not allowing the expansion. The system was retrieved causing some vascular damages and the patient converted to surgery. Patient is doing well. The valve alignment was performed in a straight anatomical portion. The case will be converted to a ta approach.